Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2010. Subsequently, a revision procedure was performed the next day on (B) (6) 2010 because the acetabular cup was loose. It was noted that the patient had soft bone. The acetabular cup and modular head were removed and replaced. No further information has been provided to date.

Event description:
It was reported that during a laparoscopic gastric bypass with optiview, the surgeon was using four of the devices during the procedure and they were losing pneumo. They continued to use the trocars and completed the procedure. There was no patient consequence reported. (B)(4).

Manufacturer narrative:
(B)(4). Damaged duckbill. Device c and d batch # g9jk3j mfg date: 3/5/2010 exp date: 2/5/2010 the analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. The analysis results found that device (b) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The final quality release criteria were met before this batch was released for distribution. The analysis results found that device (c) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (d) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.